Event description:
It was reported that the lead exhibited greater than 2625 ohms impedance and noise. Atrial output was increased, and atrial sensitivity was decreased. The patient was feeling tired due to the oversensing causing inhibition of pacing in the atrium and dysynchrony.

Manufacturer narrative:
Na